Event description:
It was reported that 4 smartsite add-on bag access devices leaked fluid from the distal end of the spike during use. The following information was provided by the initial reporter: "we¿ve had some bag spikes which are actively leaking". "You can see fluid at the distal end of the spike- when you pick this bag up it continues to leak fluid and we cannot send this product to the ward or clinic this way. It¿s happened about 3 or 4 times in the last few weeks".

Manufacturer narrative:
H6: investigation summary: a 10013365-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 18076041. Further information provided by the customer indicates that the leakage was observed from the spike port adaptor of the component. As part of the feedback the customer provided an image of the affected product, analysis of the photograph did not identify any obvious leakage or damage which may have contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 18076041 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 10013365-0006 product over the past 12 months. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 smartsite add-on bag access devices leaked fluid from the distal end of the spike during use. The following information was provided by the initial reporter: "we¿ve had some bag spikes which are actively leaking" "you can see fluid at the distal end of the spike- when you pick this bag up it continues to leak fluid and we cannot send this product to the ward or clinic this way. It¿s happened about 3 or 4 times in the last few weeks".